Event description:
Additional information received reported that the healthcare professional (hcp) considered the battery depletion normal. The device reached elective replacement indicator (eri) or end of service (eos) on 2015-(B)(6). It was planned to have the device explanted/replaced on 2015-(B)(6). It was noted that the spinal cord stimulator (scs) was still function just with less intense coverage.

Event description:
It was reported that the patient was noticing longer charging times and the charge not holding as long. It was noted that there were no other issues with the therapy. Diagnostic testing or troubleshooting performed included impedance testing and reprogramming. No symptoms or complications were associated with the event. It was noted that the patient was receiving effective therapy. A replacement was planned but had not been scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 3888-33, lot# v378301, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v136689, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).